Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high, out of range pacing impedance was observed when the lead was connected to the device. The device was not implanted and was replaced. The patient left the procedure in good condition.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.